Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the right atrial (ra) and right ventricular (rv) leads. It was also noted that there was evidence of oversensing on the rv lead. Follow-up was attempted however, no additional information was received. Both of the leads are still in use. No patient complications have been reported as a result of this event.